Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the forearm. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second dilation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc device and no patient complications were reported.